Event description:
Rn responded to vent alarm by removing patient from ventilator, and manually ventilating with ambu bag. Second rn called rt to bedside, and also moved a new ventilator into patient room. Rt came into room and initiated ventilation with new ventilator. Equipment in question was removed in sequester with circuit intact. Was labeled malfunction on patient for biomed and manager to troubleshoot. Dates of use: (B)(6) 2004 - (b)(46) 2015. Diagnosis or reason for use: airway management: yes, event abated after use stopped or dose reduced.